Event description:
It was reported that during a recanalization procedure of calcified lesion via ipsilateral antegrade approach, the tip of the catheter allegedly detached. It was further reported that another device was used to complete the procedure.there was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto recanalization catheter was returned for review. During visual inspection it was noted that the distal tip of the catheter is missing from the catheter, however the marker band is present. The distal tip detachment measures 145 cm from break to strain relief. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the alleged detachment of device or device component, as the distal tip of the catheter is missing from the catheter. A definitive root cause for the alleged detachment of device or device component could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4 (expiry date: 10/2022). H6(annex a, c, d). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and PMA/510k. (Expiry date: 10/2022).

Event description:
It was reported that during a recanalization procedure of calcified lesion via ipsilateral antegrade approach, the tip of the catheter allegedly detached. It was further reported that another device was used to complete the procedure. There was no reported patient injury.